Event description:
The implantable neurostimulator and 2 extensions were returned to the manufacturer with no return paperwork. The manufacturer's device tracking system indicates that the patient expired. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The implantable neurostimulator and 2 extensions have been returned to the manufacturer for analysis. Pump: no significant anomalies. No output and no telemetry, assumed normal eol. Both extensions were functionally ok but cut thru (suspected explant damage).